Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens implant procedure the system did not perform cutting and cautery. The case was completed as planned with no harm to the patient.

Manufacturer narrative:
The customer reported that the system is not cauterizing and cutting. The patient had received topical anesthesia. The case was completed as planned with no harm to the patient. The company service representative examined the system and found the system to function as intended. The company service representative stated that the issue was with a cautery cable that the customer did not purchase through the manufacturer. The cautery was a third party product. The system was manufactured on september 28, 2013. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. Per the system's operator¿s manual, to ensure safe operation of the coagulation function, only approved cables and accessories must be used. Coagulation performance can be guaranteed only when using manufacturer components or manufacturer endorsed components. The root cause was attributed to the third party cautery cable. (B)(4).